Event description:
It was reported during a laparoscopic bilateral salpingo-oopherectomy the surgeon fired an atw35 four times (twice on each side of the uterus across the fallopian tubes and broad ligament). At the time of the firings the staples lines were observed to be dry. At the end of the procedure the left staple line was observed to be oozing and bleeding. The surgeon fired clips across the staple line using an er420 to stop the bleeding. He was very concerned about the bleeding. He used the tr35w for all four firings. There was no consequence to the pt. 08/11/1997 the sales rep states that only one trw35 reload is being returned because the others were discarded and could not be recovered.

Manufacturer narrative:
The results of investigation conducted by the appropriate engineers and technicians are listed below: visual inspections & results: batch number k0110l, cartridge pan in place/condition yes/good, condition of drivers good, lockout tabs on pan condition good, position/condition of wedge sleds fully fired. Functional tests & results: condition of clamp first lockout good, condition of clamping mechanism good, condition of firing mechanism good, condition of knife good, condition of wedge bands good, is hyper lockout condition present no. Analysis condition: based upon the inquiry info received, the visual examination and the functional testing, no conclusion could be reached as to why the instrument reportedly produced "staple line oozing" during surgery. The instrument was returned in good physical condition. The instrument was cycled, fired, cut and formed the staples within design specification. The instrument was disassembled to examine the internal components and no deformations could be identified. It was concluded that the instrument was fully functional and conforming to design specifications. Each instrument is evaluated during the assembly process to ensure it functions properly. Co strives to understand each incident as it occurs in order to continuously improve products.